Manufacturer narrative:
This information is based entirely on the subsequent follow up information obtained from the author. All information provided is inc luded in this report. Additional information: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from follow up with the author. The author indicated that this manufacturer's catheters were used. The author further stated that the adverse events mentioned in the article were "related to the high-risk locations of the pathways and not the catheter used." The catheters were discarded at the facility. No further information was provided.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 13 years old; the baseline weight of the patients is 57 kgs. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿outcomes of catheter ablation of anteroseptal and midseptal accessory pathways in pediatric patients.¿ heart rhythm 2020;17:759¿767. Https: //doi.org/10.1016/j.hrthm.2019.12.008. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a procedure using a cryoablation catheter. The article indicated that there were three (3) patients who suffered ¿significant¿ complications. Two (2) patients experienced mobitz ii second-degree atrioventricular (av) block immediately after their ablation. Of these two patients, the article reported that ¿one patient with an anteroseptal (as) pathway underwent unsuccessful ablation using both radiofrequency (rf) and cryoablation and had complete resolution with normal av node conduction by the following day;¿ and ¿the other patient had a midseptal (ms) pathway and underwent an unsuccessful ablation attempt using cryoablation with resolution of the second-degree av block to persistent first-degree av block up to 8 months after the procedure.¿ there were no patients who required implantation of a permanent pacing system; nor any patients who had permanent complete av block. The third patient with a complication had persistent symptomatic junctional automaticity after cryoablation that was well-controlled with medication therapy, which was noted at the last known follow-up visit, which was o ne (1) month after their procedure. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The status/location of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.